Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. Additionally the investigation found that the force sensor plate resistance was reading out of specification. This report is made based on results of investigation completed on 11/20/2012.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 11/20/2012 with the following findings: the prime history showed evidence of large prime volumes. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly and without issue. The force sensor was evaluated and the calibration was found to be below specifications. The pump was removed from the case for investigation and the force sensor was removed from the motor assembly. The force sensor plate resistance reading was found to be out of specification. No contamination was observed to the force sensor plate. The piston was measured to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).